Event description:
It was reported that a patient control module (pcm), for an infusor, had a loose connection. There was no patient involvement; therefore, no patient injury, medical intervention, nor adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a loose connection could not be confirmed. A visual examination of the sample showed no signs of physical abnormality. Therefore no root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this is a product not distributed in the us and does not have a 510k number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.